Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead exhibited noise, high capture threshold and varying pacing impedances. During reposition, it was noted that the helix of the lead failed to extend. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead exhibited high capture threshold and varying pacing impedances. During reposition, it was noted that the helix of the lead failed to extend. The reported lead was not installed and the procedure was completed with an alternative lead on 24 oct 2023. The patient was in stable condition.

Manufacturer narrative:
Correction: h6: there was no allegation of noise. Physical noise was observed while the helix of the lead was extended. There was no electrical signals that was over sensed as noise.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead exhibited high capture threshold and varying r wave sensing. During reposition, it was noted that the helix of the lead failed to extend. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2023. The patient was in stable condition.